Event description:
Problem with colostomy bags. The adhesive between the flange and tape does not adhere to the skin properly. All of a certain lot number had this defect. MFR is still shipping defective lot number.